Event description:
It was reported that the cannula retracted back into the pod and was no longer visible indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and found the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was visible in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2565 pulses. An 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.